Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.